Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The main coil, the introducer sheath and pusher wire were returned for the analysis. It was observed that the main coil was bent, stretched and detached at the coil arm section. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed. Under the microscope it was observed that the main coil was bent, stretched and detached at the coil arm section. The functional inspection could not be performed, because the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18oct2023. It was reported that the coil was kinked in the microcatheter. A 3mm x 12cm interlock was selected for use. During the procedure, it was noted that the coil was kinked in the microcatheter. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the main coil was detached at the coil arm section.